Event description:
It was reported that the base of headless trocar drill pin was not machined into a hexagonal shape. It was not possible to determine which of the two lot numbers was applicable. There was a 16-30 minute surgical delay. The surgical technique was utilized. Attempts have been made and all available information had been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: japan. Visual examination of the returned product identified signs of use (striations/wear marks/scratches) and the hex feature of the device has been fractured off and not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.